Event description:
It was reported to philips that the heartstart mrx defibrillator lead select button would not switch from pads to leads. There was no negative patient impact.

Manufacturer narrative:
(B)(4).